Event description:
Caller states patient reportedly received the following results on the performa system within 10 minutes: 345 mg/dl, 155 mg/dl, and 154 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B) (6).